Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a removal of zero-p implant on (B)(6) 2015 at (B)(6) due to neck pain and non fusion. Primary implant date: (B)(6) 2013. Patient was fine post surgery. This report is 1 of 1 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown zero-p implant/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.